Manufacturer narrative:
Updated data: h6 ==================== corrected data: a2 - patient age corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 3 months following the implant of a transcatheter aortic valve, the patient was hospitalized due to atrial fibrillation/atrial flutter and heart failure. The event was associated with hemodynamic valve deterioration, as indicated by a mean gradient measurement of 62 millimeters of mercury (mm hg), and leaflet structure abnormality such as leaflet thickening and calcification. The patient underwent aortic valve surgery, and the valve was subsequently explanted.